Manufacturer narrative:
To date, information suggests that this transvenous right ventricular (rv) lead portion has not been returned to boston scienitfic. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) pace/sense lead portion was partially surgically abandoned as a result of noise, significant drop in rv pace impedance but not below 250 ohms, and drop in sensing as well. There was a suspected insulation breach that lead to an inappropriate shock. The noise could not be reproduced with isometrics. At the revision procedure, there was no issue with the new rv lead at the surgery. However, it was noted that the atrial lead had noise, and was visually crushed/bent back on itself when they connected it to the new device. There had been no indication of an atrial lead issue prior to opening the pocket. The implanting physician decided not to replace the atrial lead, and the device was reprogrammed to vvi. The local area sales representative confirmed that there had been no asystole or syncope as a result of the product performance issues.